Event description:
It was reported that the hose of the male external catheter collapsed. Also stated that the urine did not drain properly, a vacuum kept the urine from draining and they had to introduce air to break the connection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "obstruction in tube, kinked tubing, wrong tubing dimensions". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hose of the male external catheter collapsed. Also stated that the urine did not drain properly, a vacuum kept the urine from draining and they had to introduce air to break the connection.